Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had plastic piece around the reservoir chipped off. The customer's blood glucose was 300 mg/dl at the time of incident. The customer reports that reservoir lip ring damaged. Customer report the reservoir was not able to locked in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to performed the displacement test, rewind, basic occlusion, occlusion, prime due to complete broken reservoir tune lip and missing reservoir tube o-ring. The p-cap not locks the reservoir compartment properly noted.